Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink system solution sets leaked. The event was further described as, "there seems to be a hole somewhere in the line as fluid was shooting out the line." This was observed during set up/preparation; however, patient involvement was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to a1: patient identifier: none (previously submitted as unknown). Correction made to a2-a6: na (previously submitted as ni). Correction mad to b3/d10: the event occurred on 9/20/2023 (previously submitted as asku). Correction made to b5: the affected quantity is one (1) (previously submitted as unspecified quantity). There was no patient involvement (previously submitted as patient involvement was not specified). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Under water pressure testing was performed and a leak was observed in the tubing. The reported condition was verified. The cause of the condition is manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.